Event description:
First iab was in pt for 16.5 hrs to ok out and inserted a second iab. Second iab was in for 81 hrs, both iab had blood in tubing. No other iab was needed. Pt is critical due to illness.